Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump keypad not working as expected . Customer's blood glucose level was unknown. Customer also stated that the insulin pump was not bumped, dropped or exposed to moisture or high magnetic field. It was also stated that the insulin pump time clock advances. User was advised to discontinue use of the insulin pump and to revert to back up plan per health care professional. The device will be returned for analysis.